Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with this process, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if any future malfunction codes appeared.